Event description:
It was reported that customer was able to successfully fill the cartridge half way and then experienced resistance. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the cartridge and resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.